Event description:
It was reported that after the revision of total right hip replacement patient had pain, loose hardware and loose hip.

Event description:
It was reported that after the revision of total right hip replacement patient had pain, loose hardware and loose hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.